Event description:
Per contact, the procedure was completed successfully. During the cleaning of the scope, the brush was passed through the scope several times. Then they noticed approx 1/2 inch of the sheath sticking out of the biopsy port. They pulled the sheath out of the olympus gif it140 therapeutic scope.